Manufacturer narrative:
Internal insulation abrasion was noted at 12.8-13.5cm and 15.5-15.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was explanted and replaced due to externalized conductors.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.